Event description:
It was reported that the sterile package was found to be damaged. There was no reported patient injury. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the inner sterile pouch has broken apart into pieces. No damage was noted to the outer sterile pouch. Sterility has not been breached. As sterility has not been breached, this event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.